Event description:
Per maude report: (B)(6) 2011: patient underwent surgery for total knee replacement and had a suretrans drain device placed. On (B)(6) 2011: physician assistant attempted removal of sure trans drain from left knee. Resistance was met, physician assistant manipulated knee secondary to thought tubing migrated into the knee socket. Upon removing tubing, it was noted tubing broke off and tip was maintained in the knee. On (B)(6) 2011: patient sent to operating room for remaining drain removal. No permanent patient harm identified.

Manufacturer narrative:
The returned sample consisted of a solcovac unit with a patient drain tube/universal y-connector attached to it. Attached to the patient drain tube were two sections of a (B)(4) patient drain. Also returned was a section of patient drain in a plastic specimen cup. This section measured approximately 2" in length. One section of drain tube measured approximately 20.5" in length and was completely intact. The other two sections measured a combined length of 20.75". The 2" section had broken away from the rest of this section of the drain. The break was through one set of drainage eyes approximately 2.0" from the distal end of the drain. The available information indicates the physician's assistant met resistance when trying to remove the drain from the patient and the patient was sent to the operating room for drain removal. An operative report of the drain removal was not provided. The maude report indicated no patient harm was identified. Based on the sample evaluation and the available information, we are unable to determine what caused the drain to break.